Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. It was reported that the hardware holding bellows cover in place was missing. The cover popped off the left mount. The bellows cover was reinstalled and re-aligned. A full system checkout was performed after part replacement and all tests passed.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when the system was being moved the bellow cover popped off. No patient present at the time of the event.